Event description:
Patient's father called in with question regarding needles. Needles are "dull" compared to before. I told him we did not change the needles, we have been using the same brand and prescription. Advised him to call MFR if unhappy with sharpness. Did not want a thinner needle/gauge. Not reported if patient missed any doses, had any adverse events, or if needles are available for return. No further information. Reported to (B)(6) by pt/caregiver.